Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 594 mg/dl. The customer experienced nausea and vomiting. The customer was treated with an intravenous insulin. The customer was wearing the insulin pump at the time of the hospitalization. The drive support cap was normal and recessed. No leaks or air bubbles were observed and insulin did exit with the manual prime. The caller reported that the time on the insulin pump was an hour off and was advised that the time would affect the basal rates received. The insulin was not expired and the insertion site was not sore or irritated. The infusion set was removed and the cannula was not bent. It was advised that the caller change the entire set, reservoir and insulin and treat per a health care professional's instruction. She was advised to call back with the tubing clamp in order to perform the high pressure test.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had intermittent button response due to a flattened dome switch on the up, down, arrow buttons, esc and act buttons, and express bolus button. The lcd connector was inspected and no anomalies were noted. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window corners, a cracked reservoir tube lip, and cracked battery tube threads.